Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network station) kept exiting the monitoring software on its own, giving a "cns- (B)(4).exe" application error. The biomed tried restarting the device and tried different network connections, however the issue persisted. The device was evaluated and the problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the rns (remote network station) kept exiting the monitoring software on its own, giving a "cns-6201.exe" application error. The biomed tried restarting the device and tried different network connections, however the issue persisted. The customer will return the device for evaluation and received an exchanged device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) kept exiting the monitoring software on its own, giving a "cns-6201.exe" application error.